Event description:
It was reported that an occlusion alarm intermittently occurred. Customer changed pump supplies to address the issue. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.